Event description:
It was reported that the catheter was inserted, without difficulty, for obstetric use. During removal of the catheter, it separated above the skin at a point between the 12cm and 13cm markings. Surgical removal of the retained portion was performed. There were no add'l complications.